Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a fentanyl infusion was programed to run for 20 hours, however it completed in approximately 9 hours. The primary infusion of fentanyl (5 cc/hr, 50 mcg/hr. /100 ml) was initiated at 0950 and was empty at the change of shift report at 1910. The clinician and the nurse educator witnessed the hanging of the new bag to ensure it was done correctly and monitored closely. There was no report of leaking or patient harm.

Manufacturer narrative:
Concomitant product(s): a 8100; 100ml baxter bag (B)(4), lot number p360305, exp aug 18 normal saline and fentanyl. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that fentanyl infused faster than expected was not confirmed or replicated. The log review found no programming errors during set up of the infusion. The pump module was tested for rate accuracy and found to be in specification. During testing there were no periods of unregulated flow observed. No issues were observed during internal or external inspection of the returned pump module that could have contributed to the customer complaint. No issues were found with the returned administration set during testing. The root cause of the reported event was not determined.

Event description:
The customer reported at 950 a primary infusion of fentanyl (1000mcg/100ml) was programed to infuse at 5ml/hr. (50mcg/hr.) Both the rn and the nurse educator witnessed the initial hanging of the new bag of fentanyl because of a previous incident on the same patient involving a similar event. The nurse closely monitored the patient however at 1910 at the change of shift the bag was found empty and a small amount of fluid was remaining in the drip chamber and tubing.